Event description:
It was reported that this newly implanted right ventricular (rv) lead had dislodged. Low impedance, small r-waves, and variable threshold measurements were observed at pre-discharge the following day. The patient was scheduled for a lead revision at the initial time of report. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.